Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.

Event description:
The customer reported that the device will not turn on. There was no reported patient involvement.